Manufacturer narrative:
Neither the implant nor identification information have been released for evaluation. However, due to the date of surgery, the screws used were revf or prior, since in august of 2006, revg screws were released under eco 438. Refer to section 14 of titan (tether) design dossier.

Event description:
The patient underwent a cervical surgery in (B) (6) of 2005. There were two plates and screws implanted. The surgery was successful and fusion was attained based on comments from the patient's neurosurgeon. In (B) (6) of 2007, an x-ray was made of the patient's cervical spine, due to symptoms that were similar to his original issue. That x-ray showed a broken screw. The screw was removed in a follow up surgery in (B) (6) 2007.